Manufacturer narrative:
As reported in a research article, a patient underwent aortic valve replacement (avr) with an unknown size trifecta valve three years ago for severe aortic stenosis. An event of difficulty breathing, pleural effusion, transvalvular leakage, suspected mild perivalvular leakage, "leaflets positioned from non coronary cusp (ncc) to left coronary cusp (lcc) had become detached from the stent post", and valve explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, " the case report that early tissue valve (sjm trifecta valve) occurred due to the leaflet detachment from the stent post", was reviewed. This case study is a report of a (B)(6) year old female who underwent aortic valve replacement (avr) with an unknown size trifecta valve three years ago for severe aortic stenosis. The patient experienced difficulty breathing eight days prior to hospitalization and gradually deteriorated. The patient was rushed into the emergency department. Pleural effusion had been detected by computed tomography (CT) and b-type natriuretic peptide (bnp) value had been increasing up to 2075 pg/ml. Preoperative findings included severe transvalvular leakage and suspected mild perivalvular leakage. There was no obvious vegetation adhered onto the leaflet surface and no evidence of infection. Acute aortic regurgitation due to prosthetic valve dysfunction was diagnosed and the patient was hospitalized. The patient did not want a surgical intervention, therefore was treated by medications and gradually improved for a few days. However after the 5th day, the patient's bnp value started to increase and pleural effusion was confirmed again on the 17th day of the patient's hospital stay. The patient agreed to the redo avr. The redo avr was performed on the 19th day of hospitalization. After induction of anesthesia, transesophageal echocardiogram (tee) was performed and revealed two severe regurgitation flow into the mitral valve direction and the apex. Severe mitral regurgitation (mr) was confirmed. There was no issue found on the stitches between the valve and the aortic annulus however, the trifecta valve leaflets positioned from non coronary cusp (ncc) to left coronary cusp (lcc) had become detached from the stent post. Although severe mr was observed, the main cause of the symptom was determined as aortic regurgitation (ar) so only re-avr was conducted. The trifecta valve was explanted and an unknown valve was implanted. After that, ar disappeared and the grade of mr improved from severe to mild. The patient recovered uneventfully and was discharged without any complication.